Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 169 mg/dl at the time of incident and current blood glucose level was 175 mg/dl. Customer also stated that the insulin pump scroll bar was not moving with no input and when pressing key to unlock it was not unlocking the insulin pump. It was also stated that the up and down arrow button did not allow them to navigate screen, pressing menu button did not take them to the menu screen and buttons are not responding. The device will not be returned for analysis.